Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. Visual inspection noted an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.